Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that the patient¿s liberty select cycler powered down and they were unable to turn it back on. The issue occurred in the ¿treatment complete ¿ treatment summary¿ stage. Based on the provided information, ts said it seemed like the patient had completed their treatment, but they were still connected. The display was blank. There were no power outages, and there were no issues with the outlet. The power cord was securely plugged in, and the power switch was in the on position. Additionally, there was no sound when the ok and stop keys were pressed. The contact switched the cycler off and on, but the keys did not light up. The ts representative advised the contact to discontinue use of the cycler and a replacement cycler was issued to the patient. The contact was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. It was confirmed the patient was trained on how to perform continuous ambulatory peritoneal dialysis (capd) therapy, and they had two boxes of supplies to perform manual pd therapy without the cycler. They confirmed the patient would perform capd therapy in the absence of a functioning cycler. There was no indication that the reported event resulted in any patient injury or harm. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, a short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2224 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a voltage verification check, a valve actuation test, and a system air leak test. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the transformer of the inverter board.